Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) reported that the correct labels have been replaced and the iabp unit has been cleared for clinical use.

Event description:
It was reported that our local distributor had ordered five (5) cs100 intra aortic balloon pumps (iabp). However, when they received the iabps they found that one of the iabp packaging (box) was labeled as cardiosave hybrid. This is an out-of-box (oob) failure. There was no patient involvement, and there was no adverse event reported. This report is for an out of box failure.